Event description:
The customer reported being in the intensive care unit with diabetes ketoacidosis and high blood glucose of 700mg/dl. The caller stated that they attempted to put him back on the insulin pump, but his blood glucose went right back up, and he was told not to use the device anymore until he gets a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.